Event description:
A malfunction alarm identified as malf 4 was reported. No notable events occurred prior to the malfunction, and the impact on the customer's blood glucose level is unknown. The customer planned to use multiple daily injections as a backup insulin therapy. Technical support confirmed the pump was within warranty and arranged to replace it. Instructions were given to the customer on how to store the pump and return it with a prepaid label. The customer acknowledged and understood the steps outlined.